Event description:
Philips received a complaint on a suresigns vs2+ nbp/sp02 indicating sometimes the spo2 value is low, at 90%, with different patients and using another spo2 sensor. No error codes were noted. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(4).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the issue. The fse was told by the customer that with a new pulse oximeter, that the same thing was happening. The fse replaced the spo2 card and the problem no longer occurred. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 board. The spo2 board was replaced in the device, and the issue no longer occurred. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.